Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no non-conforming reports or capas that were confirmed to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the device was explanted and replaced due to a crack at the wall of the pump.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. This alleged defect and lot number are associated with titan recall z-0488-2021; it was determined that the most probable root cause was related to fatigue and tear resistance of the silicone elastomer used for the pump. However, without evaluation of a returned product the alleged defect cannot be confirmed. Corrections: annex coding and h11.